Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. Because a sample was not received at the manufacturing site. And the product was processed and released according to the product¿s acceptance criteria, the exact root cause for this complaint is unknown. Investigations have been completed. And manufacturing process enhancements have been implemented in order to improve the performance of the valves. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that trocar leakage occurred during a procedure. Patient and procedure outcome are unknown. Additional information has been requested.